Event description:
The customer reported the ventilator failed pre-operational testing of the ventilator due to an inhalation autozero solenoid failure. There was no patient involvement and therefore no patient harm. If the solenoid malfunctions and cannot open, this task cannot be performed and affects the accuracy of the system pressure measurement. Failure of the autozero solenoids while in use could result in a vent inop condition. Vent inop, if in use on a patient, will stop providing ventilatory support to the patient. The service technician replaced the sensor board and three station solenoid to correct the problem. Extended self testing and performance verification testing was completed and tests passed to operating specifications.

Manufacturer narrative:
Printed circuit board (pcb); solenoid.